Manufacturer narrative:
The technician found the side rail latch is stuck. The technician cleaned and reconnected the side rail latch mechanism to resolve the issue.

Event description:
The account alleged the side rail latch in the upright position. No patient impact.